Event description:
It was reported to medtronic minimed that the customer experienced device heating up. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported pump is warm, hot, or overheating. Customer did not report damage to battery compartment, battery cap, or pump case. Issue continued after replacing battery. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the active current measurement and sleep current measurement test due high currents. Unit failed to pass the self test due to missing vibration segments. P-cap was attached and locked into place properly. Pump was monitored. No heating up noted during testing. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range due to unloaded vaa anomaly. Low battery alert occurred on (02/05/2024 05:43-22:11) and power loss alarm (02/05/2024 08:53--22:22) in history files and were expected. Unit was cut open to perform the visual inspection and found evidence of moisture damage the electronic stack and force sensor traces. The following were noted during inspection: corroded battery tube, scratched case, cracked keypad overlay, broken belt clip rails, cracked belt clip rails, pillowing keypad overlay. Device heating up is not confirmed. Vibration anomaly is confirmed due to moisture damage on the vibration harness assembly. Unexpected battery power loss is confirmed due to moisture damage on electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.